Event description:
Received an electronic report of a peritoneal dialysis pt who reported that she was not able to connect to this treatment set. There was no report of pt injury. The pt will return companion samples for an evaluation.